Manufacturer narrative:
Initial.

Event description:
It was reported that a user¿s dexcom g7 continuous glucose monitor (cgm) connected to the dexcom app but failed to pair with the ilet, with a pairing failed alarm noted; the agent toggled the cgm type, restarted the sensor, and advised waiting for reconnection, consistent with an intermittent communication failure involving the device¿s electrical/magnetic components, including the antenna. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between devices consistent with intermittent communication failure associated with the electrical/magnetic subsystem and antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.